Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user wearing a dexcom g7 continuous glucose monitor (cgm) experienced multiple brief sensor issues resulting in intermittent communication loss to the ilet and was advised replacing the sensor, with the call transferred to the cgm partner for replacement support; blood glucose was not affected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the cgm's antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.